Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to wiggle the cable or hold the cable at a specific angle to charge the pump battery. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.